Manufacturer narrative:
Creation of UDI was not a requirement at the time of manufacturing of this device and had not yet been implemented in production. Vup esm was replaced.

Event description:
Hamilton medical ag received the following event description: device alarmed "panel connection lost".

Event description:
Panel connection lost.

Manufacturer narrative:
Vup esm was replaced . A detailed investigation was performed by an expert from the technical service: the allegation in this complaint was confirmed to be a complaint as a malfunction of the device could be identified. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event. The failure "panel connection lost" which logs different tfs will cause the ventilator to become inoperable or stop working as intended. In this complaint case it is stated that the failure did occur during standby with no patient involved. There was no reported patient, user or third party harm. The issue is not likely to be serious to public health but has potential to cause serious injury or death, if it were to recur during the use with a patient. Therefore, the event has been deemed to be a reportable event. The root cause was determined to a defective ventilator unit esm. The occurred "panel connection lost" alarmes that indicate a communication malfunction between interaction panel and ventilator unit, the real time clock lost the date and time. In addition to that different checksum errors occurred at the same time indicating corrupt data stored on the device. The ventilator unit esm was been replaced. The device was tested and calibrated by a certified service technician. Since replacement of this part, there have been no further complaints from this device in our complaint system registered.